Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patient's total knee replacement was revised due to a fall that caused a periprosthetic fracture around the distal femoral component. A distal femoral rotating hinge tka was performed to treat the problem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient's total knee replacement was revised due to a fall that caused a periprosthetic fracture around the distal femoral component. A distal femoral rotating hinge tka was performed to treat the problem.